Event description:
The catheter separated and migrated into the pt. Another catheter was placed and it did the same thing. A six inch piece from the catheter remains in the pt. Please refer to 1820334-2005-00225 for additional information.